Manufacturer narrative:
PMA/510(k)#:p100022/s001. The ziv6-35-125-7.0-60-ptx stent of lot number c777746 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including coronary artery disease, hypertension and diabetes (type ii). Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. PMA/510(k)#:p100022/s001. The ziv6-35-125-7.0-60-ptx stent of lot number c777746 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including coronary artery disease, hypertension and diabetes (type ii). Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6) 2012 three zilver ptx stents were placed in the right sfa of the patient. Ziv6-35-125-7.0-120-ptx lot#c777749. Ziv6-35-125-7.0-60-ptx lot#c777746. Ziv6-35-125-7.0-40-ptx lot#c776346. (B)(6) 2015 50~99% restenosis of the stented lesion was confirmed. It was non-symptomatic. On the same day, pta was performed against the restenosis and the patient recovered on the (B)(6) 2015. As 3 devices are suspected to be involved in this event a separate report has been updated for each suspect device. Reference also reports # 3001845648-2015-00270 and 3001845648-2015-00272.